Event description:
It was reported that during a surgical procedure, the drill heated up. The procedure was completed successfully using this same equipment, with no report of a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed, however, the drill did not overheat beyond acceptable temperature criteria, as specified by the quality inspection plan. Internal components were evaluated and a damaged bearing was discovered, which can lead to heat being generated when operated. The bearing was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.